Manufacturer narrative:
The customer reported the device was explanted and will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed for tissue damage, medical intervention, surgical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted in the medial location there was a possible cleft or restricted posterior leaflet. On (B)(6) 2020, the first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. Then a second cds (90508u174) was advanced to the mitral valve, and the clip was placed medial to the first clip; however, it was observed that the first clip became detached form the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). A third clip was deployed lateral to the first clip to stabilize the slda. Three clips were implanted, reducing mr to 3+. On (B)(6) 2020, a decision was made to send the patient to surgery for mitral valve replacement. Surgery was performed due to the slda and to further reduce mr. It was noted that images were evaluated, and it was observed that the second clip (90417u126) had tore the anterior leaflet which was treated during the mitral valve replacement. All the clips were stable at the time of the surgery. On (B)(6) 2020, the patient died. The physician stated that the patient was extremely ill prior to the mitraclip procedure, and that the outcome would have not changed if surgery was performed or not, but this could not be confirmed. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined in this event. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.